Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that cartridge was leaking. Customer reported a blood glucose level (bg) of 575 mg/dl. Customer contributed the elevated bg to pancreatitis and was hospitalized for their pancreatitis. Customer reverted to an alternative method of insulin delivery.